Manufacturer narrative:
Available information indicates no device will be returned. A product code and lot number were not provided; therefore, a review of the manufacturing records could not be performed. We therefore, consider this report complete to the best of our current knowledge. At this time no conclusions can be made.

Event description:
Information reported to davol: it was reported that while irrigating during a surgery the purple tip of the simpulse irrigator came off and had to be retrieved from the femoral canal. The device was replaced with another one and the procedure was completed.